Event description:
It was reported that the patient was recently implanted with the implantable neurostimulator (ins) and worked well until recently. The patient then had the lead component replaced on friday (B)(6) 2012. The patient then noticed a "shacking head" and "twitching eyes when closed" a day after the ins was reactivated. It was reported that these symptoms were not apparent before implantation of the ins system. After deactivating the ins, the symptoms appeared to have disappeared. It was noted that the patient was getting therapeutic benefit from the ins and everything else related to the device was reported as normal. The current settings of the ins were as follows: electrode #2+, electrode #1-, 210 -sec, 14 hz with continuous stimulation. The system was currently turned off. In addition, it was also noted that the patient had a concomitant deep brain stimulator (dbs) system implanted. Follow up information received reported that impedance testing was performed on (B)(6) 2012 and were all found to be within normal range. It was noted that different parameter changes were tried (pulse width, frequency, electrodes, etc) but produce the same symptoms. The patient then met with their neurosurgeon and company representative on (B)(6) 2012. They were unable to offer any reason for the event. The concomitant dbs system checked out normally. On (B)(6) 2012, the patient met with another physician where, as a result, an appointment was made for (B)(6) 2012 to have the lead component of the ins removed from the left s3 location and a new lead inserted back into the right s3. As of the time of this report, the patient had a catheter inserted to assist with bladder voiding since the ins was turned off and was not receiving any therapeutic benefit. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that when the system was activated after the lead replacement there was no recurrence of the "head" symptoms. The reporter stated that the patient's bladder function was now normal and he no longer required the catheter. It was reported that the patient and surgeon were "very happy." It was later reported that there was no patient injury and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 309328 lot# 0205668120, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 309328, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. Final analysis of the lead revealed no anomaly.